Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer slide rail was misaligned, retractor band and controller board connector were damaged. A field service engineer found testing voltage on controller board, drawer slide rails bearing cage were damaged, retractor band was broken, controller board connector was broken, and spring was bent on the auxiliary drawer 5, replaced slide rails, retractor band, controller board and spring on drawer five rebooted the station the issue was failed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed a failed to open error. The customer attempted to reboot the device and recover the failed drawer, but it continued to show required maintenance. The customer then shut down the station by unplugging the power cord from the back of the unit, reconnected the power plug, and powered it back on; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.